Event description:
The device went into back up mode during high voltage charging. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of back-up mode (bvvi) operation was confirmed. After analyzing the device image, it was found that the device entered bvvi mode due to a power-on reset (por) on (B)(6) 2018. The por happened during high voltage shock delivery. The device functionality was tested with test leads and resistor loads. Sensing, pacing, pacing lead impedance, high voltage lead impedance, and high voltage (hv) charging, hv delivery and hv shock impedance were tested and no anomaly was detected; the hv circuit was intact. The cause of the por remains undetermined.